Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74 cm.

Event description:
A report was received that the patient was experiencing severe pain that was described as bursts of nerve pain which made it impossible for the patient to sit down, lie down or walk. The physician believed it was not device related. However, the hospital did an MRI and it showed bulging disc and was pressing against the spine which contributed the symptoms. The patient went back to the hospital for the same issues and was required to have a surgery.

Manufacturer narrative:
Additional information was received that patient will undergo a surgery for a bulging disc which was not device related.

Event description:
A report was received that the patient was experiencing severe pain that was described as bursts of nerve pain which made it impossible for the patient to sit down, lie down or walk. The physician believed it was not device related. However, the hospital did an MRI and it showed bulging disc and was pressing against the spine which contributed the symptoms.